Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity and/or excessive weight."

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2014. Post operative monitoring and review of radiographs revealed pain. A tilted tibial plate and changes of the bone structure of the medial tibial condyle were noted, suggesting microfractures. Subsequently, patient was revised on (B)(6) 2015 due to a loose tibial tray caused by improper cementation during the initial procedure. The tibial tray and tibial bearings were removed and replaced.

Event description:
It was reported that patient underwent a left total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to a loose tibial tray caused by improper cementation during the initial procedure. The tibial tray and tibial bearings were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.